Manufacturer narrative:
The green reload will not been returned for failure analysis. A review of the provided image shows the reload with damage to the cartridge at the proximal end. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Medwatch report 2955842-2025-34270 was submitted for the sureform 45 blue reload.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform 45 blue and green reload were used. Fragments from the reloads fell into the patient. The fragments were successfully retrieved during the same surgery, and it was visually confirmed to ensure all fragments were collected. No additional surgical procedure was required for the fragment removal, and no post-operative tests like x-rays or ultrasounds were conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup reload. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The reloads are not available for return.